Event description:
During power outage, ventilators were non-functioning; patient was being resuscitated manually. Information gathered to date reasonably suggests that the flexible, connector tube, from the closed tracheal suction system may have been removed and that correct ports on the resuscitator and the system would not mate. It appears that the two ports that may actually have been mated did not deliver air to the patient. This may have contributed to the death.